Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received button error alarm. Customer¿s blood glucose was 6.7 mmol/l. Customer was treated with bolus. Customer stated that the all of the buttons on the keypad did not work. Customer was out biking and it was raining but it was under her clothing and was not exposed to water. Advised to observe time clock for one minute to verify if time advances. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up button response due to corroded keypad traces.